Event description:
The patient used the freestyle libre 3 plus continuous glucose monitoring system, which was later identified as part of the class I recall ((B)(6) 2025) due to inaccurate low glucose readings. Before the recall notification, the device repeatedly triggered false hypoglycemia alarms. The patient, believing these readings were accurate, ingested high-glucose foods to treat the non-existent low blood sugar. This unnecessary intervention caused immediate physical symptoms, including tachycardia (rapid heart rate), indigestion, and significant hyperglycemia rebound. Furthermore, the patient is currently suffering from severe psychological distress, including anxiety regarding medical device reliance and sleep disorders caused by the false alarms. We have confirmed the device serial numbers match the recall list and have preserved the data logs showing the discrepancy. Libre3+ problem.